Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the stapler was being used to resect the descending colon in a laparoscopic lower anterior resection, the physician placed stapler into abdomen and articulated it 45 degrees (roughly). All lights were green indicating no issues. They closed on tissue and light flashed green, and when they pressed in the down direction to initiate firing, nothing happened. They tried again, and nothing happened. They tried to pull stapler out and straighten it, which at that time, it would not come out of the trocar. It appears that a coil may have broken inside the reload. That was what prevented them from removing it through the trocar. The reload would not reset itself (centered and opened) it remained articulated and was difficult to remove. Tried several times to reset it, then it finally straightened out and were able to remove the reload from the adapter. They were able to see the reload on the stapler and how the coil looked like it had popped out of its place. The physician opened another stapler and proceeded with the procedure. There was no patient injury.